Manufacturer narrative:
Block b3: exact date unknown, event occurred since february 2024. Additional suspect medical device components involved in the event product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7129589/7130547.

Event description:
It was reported that the patient had wound dehiscence around the spinal cord stimulator (scs). The patient had been to wound care, however, the issue was not resolved. No further information could be obtained despite good faith efforts.